Manufacturer narrative:
On (B)(6) 2020, mentor became aware that he patient also experienced a late onset seroma on the left side, biopsy was performed but no cytopathology result was provided. Patient codes "seroma" and "no code available" for surgical intervention hav been added to field h6. Impacted device information was provided and following information has been updated on this form: field d1 brand name to "mentor memorygel breast implant." Field d4 catalog number to "3543507." Field d4 lot number to "218723." Field d4 unique identifier( UDI) to (B)(4). Date of implant was provided as (B)(6) 2001, field d6 has been updated. On october 14, 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Concomitant medical products: right side; 350cc mentor memorygel breast implant; catalog number: 3503501bc; serial number: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent unspecified breast augmentation with an unknown gel implant and was presented with left side rupture and local reaction. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.